Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during startup pf the device an "safety-s" error occurred on the rpm. (B)(4).

Manufacturer narrative:
The field service technician has been sent for further investigation. According to service report (B)(4): as stated by the customer stated that the device failed during startup, which means that the roller pump turned up independently (without regulation by user) and then went off with the error message "safety s", the device has been replacement and the defective device has been picked up for repair in the ssu workshop in rastatt. During investigation in the ssu workshop, it has been detected that the motor control board is defective. Thus the failure could be confirmed. The most probable root cause could not be determined since the device has not been repaired (customer has rejected the repair). The ssu sent an estimate of costs for the necessary repair to the customer (replacement of the motor control board). However, the customer has not approved the estimate. Therefore, no repair has been performed. The device as well as the defective motor control board (70100.7759) has been sent back to the customer. The ssu has been informed that the defective device is no longer usable. The customer is not allowed to use the device. The device has to be labeled "not for clinical use". The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).